Manufacturer narrative:
Concomitant products: product ID neu_unknown, serial # unknown , product type unknown. (B)(4).

Event description:
A consumer reported an unknown male consumer with two (2) implanted medical devices was given an MRI. The consumer said that both were turned off, but the unknown male was badly injured and had to be taken to the hospital by an ambulance. The consumer said it was a closed MRI machine and that was how the unknown male was hurt and had no further information about the event. Follow-up could not be conducted due to lack of identifying information.

Manufacturer narrative:
(B)(4)